Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no a review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿incidence and demographics of 1751 surgically treated periprosthetic femoral fractures around a primary hip prosthesis¿ by georgios chatziagorou, et al, published by hip international (2018), 7 pages, was reviewed. The authors studied of surgically treated periprosthetic femoral fractures in sweden between 2001 and 2011 with the purpose of studying the annual incidence, demographics and distribution of fracture types with regard to type of fixation using data from the swedish hip arthroplasty registrar. This study encompasses many different stem manufacturers. The only depuy stem included in the study was a charnley stem cemented with unknown cement. The authors only compiled information regarding femoral stems, there is insufficient evidence regarding acetabular components and/or femoral heads used. The authors included stems from index thas and revision thas. It is unknown if there were any depuy stems revised prior to inclusion of the study. The authors note the information they compiled did not include information regarding previous components. Results: there were 263 periprosthetic femoral fractures associated with the charnley stem. The treatment of the fractures included surgical fixation with unknown plates and/or cerclage wires, external stabilization, and revision. The authors note that there was not enough information to identify components that required revision surgery. Some of the periprosthetic fractures were due to aseptic loosening of the charnley stem cemented with competitor cement. There is insufficient evidence to attribute the loosening to the stem. There were no cases of femoral stem fracture of the charnley stem. Captured in this complaint: charnley stem- periprosthetic fracture."